Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report no delivery alarms. The customer then called and stated he was hospitalized for high blood glucose and ketones. The blood glucose reading was 477 mg/dl. Troubleshooting was performed. The insulin pump passed the prime test and the programming was correct.